Manufacturer narrative:
One osseotite tapered implant was returned for inspection with a mating implant mount. The collar of the implant shows significant signs of tool damaged, and the drive feature is confirmed to be damaged. The implant was able to engage with the returned transfer mount. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant external hex was damaged during placement. The alleged event was confirmed during inspection. A root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
The dentist reported that at the moment of placement implant failed to seat fully depth by 2 mm when it was torqued at 40 ncm. The placement tool (implant mount) was used to remove the implant with a reverse torque at 80 ncm. Implant hex drive (fnt3211) became damaged. Implant was trephine out and bone graft was placed. Patient has been rescheduled in 3-4 months to place a new implant.